Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 2020-11-23. Investigation summary: bd received five samples and four photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for leakage with the incident lot was observed. Additionally, all customer samples were evaluated by functional testing and the indicated failure mode for leakage with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® push button blood collection set experienced poor sleeve function. This event occurred 6 times. The following information was provided by the initial reporter: translated to english. The customer stated "when using the pbbcs to draw blood from a patient who was suspected covid-19. It was found that the sleeve was not recovery and caused leakage. According to customer feedback, a lot of blood leakage incidents occurred since april this year, with a probability of about two percent. Sometimes, about five in a box of fifty would happen."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set, medical device type: fpa. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9014776, device manufacture date: 2019-01-14. Medical device lot #: 9094592, medical device expiration date: 2021-01-31, 2021-03-31, device manufacture date: 2019-01-14, 2019-04-04. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer¿ push button blood collection set experienced poor sleeve function. This event occurred six times. The following information was provided by the initial reporter: translated to english. The customer stated "when using the pbbcs to draw blood from a patient who was suspected covid-19. It was found that the sleeve was not recovery and caused leakage. According to customer feedback, a lot of blood leakage incidents occurred since april this year, with a probability of about two percent. Sometimes, about five in a box of fifty would happen."